Manufacturer narrative:
(B) (4). The ge service rep replaced the power supply. The system is operating as intended.

Event description:
The customer reported that the system did not x-ray. No pt injury was reported.